Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on tester the device passed all tests with no anomalies observed. During benchtop analysis the device was measured using oscilloscope and passed both atrial amplitude and pulse width. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg), which was returned for preventive maintenance, subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed the incoming tests for atrial amplitude 500 ohm load and atrial pulse width 500 ohm load, attributed to the printed circuit board (pcb) failure. Additionally, the hanger assembly was found broken. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final tests, with no visual/electrical anomalies, and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.